Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed and the device had a ram chip memory error. It was also noted that there was elective replacement indicator (eri) with normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Analysis found the device had a full power on reset (por) of parameters. A por for write to locked ram, addr =0e57, data=80 on (B)(6) 2012. There was a patient alert for por on (B)(6) 2012. Concomitant product: 5568 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that interrogation showed the device had an electrical reset three days after the patient received an external cardioversion. The device was explanted and replaced for an upgrade. No patient complications have been reported as a result of this event.